Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer had reported out results for multiple patients tested for multiple parameters. Seven days after these results were reported, a general practitioner called to question some of the results. Based on the call from the physician, the customer repeated 43 patient samples. Based on the data provided, erroneous results were identified for 16 patient samples when tested for one or more of the following assays: tsh assay (tsh), ft4 assay (ft4), cea assay (cea), ca 125 assay (ca 125), and psa immunoassay (psa). The customer did not state whether the psa test was for the free psa assay or the total psa assay. No units of measure were provided for any test. The erroneous results were reported outside of the laboratory. The repeat results for some of the patients were provided to the clinicians where clinical changes were made for 3 patients. No adverse event occurred. See attached data for patient results. No reagent lot numbers or expiration dates were provided. A specific root cause could not be identified. Quality control data from the day of the event were acceptable. A review of the alarm trace provided by the customer shows some abnormal probe movement and abnormal sample aspiration. This suggests problems with sample aspiration which can be caused by a sample probe that is not straight in the rack or air bubbles on the surface of the sample. This situation can cause discrepant results.